Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) encoder flex is misaligned with a connector on the lcd (liquid crystal display); pins from the connector are barely making contact with the electrical trace from the flex. Battery release, ring cover, heart block, lead flex cover, and keyboard are contaminated. Upper and lower cases and side bail covers are broken.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device manufacturing date. Evaluation summary: (B)(4). Encoder flex is misaligned with a connector on the lcd (liquid crystal display); pins from the connector are barely making contact with the electrical trace from the flex. Battery release, ring cover, heart block, lead flex cover, and keyboard are contaminated. Upper and lower cases and side bail covers are broken.

Event description:
The external pulse generator was returned to the manufacturer for upgrade, analyzed and tested out of specification. No information was received indicating patient involvement.